Event description:
Pt reported, the infusion device's delivery is too low. Pt stated, she experienced elevated blood glucose levels for 3 weeks with the highest level being 460 mg/dl. Pt took correction via pen. Pt is currently on the backup infusion device and stated her blood glucose level is in the normal range at 130 mg/dl. No further information is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.